Event description:
It was reported that the cap of a minicap transfer set disconnected from the device before use. The user discovered the issue upon opening the minicap packaging. The device was not used. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and (B)(4) microscope with the following issue noted: blue patient adapter pull ring cap not attached to the set. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and a device analysis is currently underway. Should additional relevant information become available, a supplemental report will be submitted.